Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2006: product type implantable neurostimulator; product ID 3387, serial# (B)(4), implanted: (B)(6) 2003: product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003: product type extension; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2003: product type extension; product ID 3389-40, lot# j0349134v, implanted: (B)(6) 2003: product type lead. (B)(4).

Event description:
It was reported, the patient had nausea, vomiting, and a return of symptoms in their left arm. It was noted the right implantable neurostimulator (ins) had a low battery. It was further noted the patient had been experiencing symptoms ¿about every 3 months¿ since implant and had seen their healthcare professional (hcp) for a ¿tune up.¿ the reporter stated their left arm was ¿going a hundred miles an hour" two mornings prior to the report. It was noted the patient was nauseated, their stomach and whole body was hurting, and they had started to vomit. The reporter wondered the symptoms may have something to do with their ¿(B)(6) necklace.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).